Manufacturer narrative:
Product ID 37761, serial# (B)(4); product type recharger. (B)(4).

Event description:
The consumer reported that they saw a question mark screen on their recharger screen. Since then they had not been able to get as many coupling bars shaded. They usually got 4 coupling bars but were only getting 1 at the time of the report. They had repositioned the antenna and adjusted the antenna dial. There were no changes noted at the stimulator pocket site. The patient was only able to recharge 1/2 way. The desktop charger had a loose connector pin. There was no indication of patient harm.

Event description:
Additional information received from the consumer reported that the replacement desktop charger resolved their inability to fully charge their stimulator. The device charged good.